Event description:
It was reported that pump displayed recurring malfunction alarm malf 12, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. No backup currently available. Caller stated they will speak with their mother to develop a plan.